Event description:
A (B)(6), male, pt, underwent aaa repair on (B)(6) 2010. The procedure was conducted as labeled. When the physician did angiography and he recognized the both side of the iia could not be confirmed. (1820334-2011-00016) and (1820334-2011-00017). The physician decided there was occluded due to the stent graft position, but he did not perform additional procedure and ended the procedure. The pt was kept under observation.

Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product has addressed all design control requirements and shown the device has met the predetermined requirements and that these requirements meet the needs of the user. Each device is sent with instructions for use (IFU) which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an dispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints. No additional actions required at this time. The risk remains at acceptable levels.